Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 3919763 - 300-21-00 - 0mm fixed angled kit 5288461 - 304-22-09 - 8.5mm platform fx stem right (B)(6) - 310-01-44 - equinoxe, humeral head short, 44mm (alpha) ab7475 - tpa-13 - cement restrictor xs (extra small, sz 13).

Event description:
As reported, the 58 year old female patient had an initial right tsa on 09-may-2022. The patient was revised on (B)(6) 2024 due to shoulder instability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.